Event description:
In 2009, the patient was implanted with four gore tag thoracic endoprostheses and two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, the patient's aorta was reconstructed, beginning just below the renal arteries, by telescoping the tag devices, one inside the other. The proximal end of the trunk-ipsilateral leg component was placed distal to the tag devices. After placing the contralateral leg component, the physician pre-closed the right common femoral artery. Upon completion, the wire and the 24 fr gore introducer sheath with silicone pinch valve were inadvertently pulled out together, rupturing the right iliac artery, which measured 7.6 mm in diameter. A medtronic reliant balloon was advanced through the sheath already positioned in the left common femoral artery. The aorta was ballooned and occluded just below the renal arteries. The patient was stabilized, and his pressure increased. An 8 fr sheath was advanced down the left brachiocephalic artery to the aortic bifurcation. Two additional contralateral leg components were placed distal to the previously placed contralateral leg component. This extended the graft to the groin and stopped the bleeding. After repairing the torn iliac artery, an end to side anastomosis was performed, connecting the graft extension to the side of the right common femoral artery. The right hypogastric artery was coil embolized. Total blood loss was estimated to be at least one liter. Final angiography revealed a proximal type-1 endoleak just below the renal arteries, most likely due to a reverse taper in the aortic neck. The patient tolerated the procedure. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use (IFU), anatomical considerations for patient selection include but are not limited to: an ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr (4.7 mm), 18 fr (6.8 mm) or 20 fr (7.6 mm) vascular introducer sheath, and infrarenal non-aneurysmal aortic neck length of at least 15 mm and a diameter of no greater than 29 mm. Additional gore excluder device related to this event: gore excluder aaa endoprosthesis. A separate medwatch is being sent for the 24 fr gore introducer sheath related to this event: gore introducer sheath with silicone pinch valve. A separate medwatch is being sent for the following three gore tag devices related to this event: gore tag thoracic endoprosthesis. (Refer to medwatch # 2017233-2009-00487).